Event description:
Five minutes into taxol infusion pt developed a severe reaction including: chest pain, decreased blood pressure, rapid pulse, desaturation, back pain, nausea and malaise. Taxol dose = 175mg/m2 (342 mg) in 500 cc normal saline in a glass bottle using abbott "orange" nitroglycerine tubing. (This is a new product replacing old abbott nitroglycerine "clear" tubing.) Discontinued chemo, provided o2. Did not rechallenge pt with taxol.

Event description:
5 mins into taxol infusion, pt developed a severe reaction. Symptoms included chest pain, nausea, vomiting, desat, tachycardia. Taxol dose = 175 mg/m2 in 500c-d5w in glass bottle with abbott "orange" "nta" tubing. This is a new product to user facility which replaced abbott "clear" "ntu" tubing. Stopped taxol infusion, provided o2. - restarted at a slow rate. Pt was ok until rate was advanced (from 5 hr infusion to 3 hr infusion rate), chest pain developed again.